Event description:
It was reported prior to starting a da vinci surgical procedure, that a cable was sticking out on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Intuitive surgical, inc. (Isi) has conducted a device history record(DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.